Event description:
A peritoneal dialysis (pd) pt's care giver reported that the pt was having decreased ultra-filtrate (uf) and believed it was due to a hernia that the pt acquired lifting something heavy. The pd nurse stated that pt was no longer a pt at the facility and had no further info.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.